Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2013. During the procedure, the cup was implanted successfully. After the surgeon implanted the stem and liner, the surgeon tested the movement of the leg and the liner came out of the cup. The surgeon attempted another liner and again, the liner came out of the cup. The surgeon completed the procedure with a ring from a different cup with a surgical delay greater than 30 minutes.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation was limited to analysis of the locking ring as the cup remains implanted. The locking ring was found to meet specification.